Event description:
It was reported that a flogard infusion pump presented a constant occlusion alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of a downstream occlusion alarm, confirming the reported condition. The cause was due to the safety slide clamp being out of calibration due to the striker plate needing a shim. A shim was added to the striker plate to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.